Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815...it was reported during a physical therapy appointment, the patient heard a "pop" and felt pain. The patient stated he also felt a change in stimulation at that time. Fluoroscopy imaging confirmed lead migration. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the migrated lead was explanted and replaced with a new one. Reportedly, the patient had effective therapy post-operative. Please note: it is unknown which lead migrated and was explanted and replaced. Therefore, all suspected devices are being reported.